Event description:
A retrospective study reported a 10% (2 patients) of the alps group underwent an orif for a displaced proximal humeral fracture. Subsequently, experienced avascular necrosis. No further discussion or information regarding outcome was provided. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Foreign source: switzerland. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 02455. Journal article citation: dewarrat, antoine, et al. "Comparison of the alps and philos plating systems in proximal humeral fixation¿ a clinical retrospective study." Journal of shoulder and elbow surgery, vol. 31, no. 3, 2022, p. 147, crossmark.crossref.org/dialog/?doi=10.1016/j.jse.2022.01.042&domain=pdf. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a retrospective study that two patients underwent an open reduction and internal fixation (orif) for a displaced proximal humeral fracture approximately 18 months post implantation. Patients had developed avascular necrosis including symptoms of stiffness and reduced range of motion.. There were no complications during surgery. Attempts have been made and additional information on the reported event is unavailable at this time.